Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that patient's ipg would turn itself off and she would have to use her programmer to turn it back on. Patient underwent surgical intervention to remove and replace ipg. Postoperatively, therapy was restored.